Manufacturer narrative:
Philips service implemented the fco, replaced the flexarm longitudinal encoder assy, performed follow-up calibrations, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced freezes and glitches after fco implementation on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.